Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an evl procedure performed on (B)(6) 2026. It was reported that during the procedure, the band deployed irregularly. The procedure was completed with an alternate device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.